Event description:
It was reported that a patient was revised approximately ten months post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product psn femoral tm left sz 10 cr item# 42502206801 lot# 65741598. Psn poly left 10mm mc item# 42512100810 lot# 65763995. Unknown bone cement. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h6 clinical code. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided; however, they are not related to this event. The initial procedure records indicate the following details: medial parapatellar approach, patella not resurfaced, robotic assistance, range of motion from 0 to 130 degrees, with no reported complications. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.